Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the use of the pmw35 device cause or contribute to the extended hospital stay? If yes, explain why? Was the stapling done by one or two individuals? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Response: new information from the surgeon. Stapling performed after taking care to bring the edges of the scar together using a technique proven for more than 20 years without any complications of massive disunity of the scar as described. Remember using this stapler as I usually do without noticing any difficulties." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was an incident of disunity of the wound in the delivery room with revision by suture and extension of hospitalization by one day. Procedure: c-section.

Manufacturer narrative:
(B)(4). Date sent: 03/01/2023. D4: batch # 918a64. Additional information received: no problem when using the stapler. Stapling is done by 2 people. The edges of the skin were well brought together and held with forceps in front of the stapler. In addition, a new suture release occurred. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was received sterile and with no apparent damage. The package was opened and tested for functionality. When tested for functionality the device fired and formed the remaining 37 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forceps can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number 918a64, and no non-conformances were identified